Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2015 due to infection. The head, cup, and liner were removed, and spacers were implanted temporarily.